Event description:
Ous MDR - two days post implantation, a lead dislodgement was reported. This lead was explanted and replaced with a similar lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.